Manufacturer narrative:
On september 04, 2023, mentor determined that a second file should have been generated to document the patient's left prosthesis when it was determined that both received devices were found to be deflated and the cause could not be established. Mentor received the device for evaluation and completed a visual inspection of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant was found to have a tear on the anterior view, measuring approximately 0.1 cm. As the authorization form for examination was not received the product evaluation lab couldn't identify a conclusion due to the specific nature of this deflation. The evaluation was limited to non-destructive testing. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Manufacturer¿s reference number:(B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with 425cc mentor smooth round moderate profile saline breast implants. Post-operatively, the patient experienced a deflation of her right prosthesis, which was confirmed by a medical professional. As a result, the patient underwent bilateral removal and replacement with 425cc mentor smooth round moderate profile saline breast implants on (B)(6) 2018. Mentor received two deflated devices with the same lot number. As the cause of the deflations could not be identified, and the devices could not be differentiated, this file was generated to document the patient¿s left prosthesis. Refer to manufacturing report number 1645337-2018-04650 for the contralateral event.